Event description:
Cadiere forceps wouldn't come off the tissue; had to manually open jaws to unused the instrument with release key. New forceps opened to complete the procedure. The product had patient contact but no patient harm.